Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an improper shutdown. The event happened upon programming/set up in medicine 1 department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the customer reported 'improper shutdown' which was not reproduced during evaluation. A review of the event history log found no evidence of improper shutdown messages. Visual inspection found causality as depressed battery pins which is a known contributor to improper shutdown issues. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.